Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan to report the onetouch ultra2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014 at 3:00 pm the patient obtained the blood glucose reading of 130 mg/dl on the reported meter. The patient took no actions due to this meter reading. Within 30 minutes, the patient obtained the reading of 27 mg/dl on another meter. At an unspecified time afterwards, the patient experienced the symptom of shaking and he passed out. The patient was transported to the emergency room, where he was treated with intravenous fluids. The patient manages his diabetes with set doses of insulin. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hypoglycemia after obtaining an elevated reading on the reported meter, and received emergency medical attention and treatment. Therefore this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 ¿ (06/12/2014). The patient¿s meter has been returned on 06/10/14 and evaluated by lifescan product analysis on 06/11/14 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.